Event description:
A 56 year-old male with end stage cardiomyopathy secondary to severe 3 vessel coronary artery disease was admitted for heart transplant. 8/8/95, pt was placed on the intra-aortic balloon pump due to condition deteriorating. His blood pressure was 70/40. 8/10/95, blood was backing up into the iabp tubing. The balloon had ruptured. 8/11/95, the balloon malfunctioned again and was replaced under fluoroscopy. 8/12/95, the pt had a seizure and then asystole and expired.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated. Results of evaluation: balloon. Conclusion: device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device recalled by manufacturer/distributor, device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.